Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 3006946279-2016-00317 / 00318).

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense into the cylinder and the cement would not dispense into the gun there was no patient injury and no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).